Event description:
A pantera pro coronary dilatation catheter was chosen for treatment of a severely calcified lesion with 70 percent stenosis degree in the proximal lad. At the time of pre-dilation, the balloon did not inflate, it was removed and observed to be punctured. A new balloon was used for pre-dilation without complications.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned product revealed that the balloon has been partially inflated and was returned in a partially deflated state. Microscopic inspection of the guidewire exit port revealed that both the guidewire lumen and the inflation lumen are sliced open longitudinally over a length of 4.5 mm. During functional testing water was found leaking from the slit at the guidewire exit port. The balloon could only be barely inflated. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The damage at the guidewire exit port was most likely caused during the preparations for the intervention or during the insertion phase.